Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation.

Event description:
The customer reports that after the puncture the needle hub broke off when the syringe was disconnected.

Manufacturer narrative:
Qn# (B)(4). Additional information was received and the customer confirmed that there was no patient injury/harm. The customer did not return a complaint sample; however, they supplied two photos of the complaint sample and the lidstock. The needle hub appears to be broken/separated near the distal end. A portion of the hub is still attached to the cannula. Signs-of-use in the form of biological material was observed on the needle hub. A probable cause of the broken/separated needle hub cannot be determined from the photos and without the sample to evaluate. The customer report of an introducer needle separation was confirmed by visual examination of the customer supplied photo. The image showed an introducer needle that was broken at the hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after the puncture the needle hub broke off when the syringe was disconnected.